Event description:
Tube leaking noticed once inserted in patient current drainage insufficient due to leak patient to return once tract matures for an exchange.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Tube leaking noticed once inserted in patient current drainage insufficient due to leak patient to return once tract matures for an exchange.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. A review of returned product from the customer was performed. Customer returned 30 unopened devices and customer did not return any faulty devices back to argon. All thirty devices returned from the customer were visually inspected and n damages were found on the products. Functional evaluation identified 5/30 devices had leakage through string hole confirming the complaint. A definitive root cause was identified as an issue during assembly by the operator, during the manufacturing process. Argon wheeling facility, quality manger and area supervisor have been notified of this issue and training was provided to ensure operator understanding of the procedure and prevent this issue in the future. Also this issue is currently under investigation.